Manufacturer narrative:
This is a run-specific issue and the reagent is performing as expected. The product is performing as expected and no systems related issues were identified. A possible causal factor of the discrepancies may be differences in assay technologies. Review of the pcr curves for the run shows no abnormalities typically associated with an erroneous result. Normal amplification is observed for all target channels which were called positive. Note, the lod and the type of genes detected differ significantly between the cobas® sars-cov-2 & influenza a/b assay on the cobas® liat® system and the cepheid genexpert assays. As such, results with one assay may not be reproducible with a different assay.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive results for sars-cov-2 and influenza a (influenza b negative). The same sample was retested on a different platform (genexpert) which yielded a positive result for influenza a only. The results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.